Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Unable to measure the s-curve hump due to out of shape curve as received. Electrical testing did not find any indication of conductor fractures or internal shorts. All damage noted to the lead was consistent with procedural damage. The reported events of failure to capture and lead dislodgement were not confirmed.